Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing swelling and irritation had occurred while wearing a pod between 4 and 24 hours. The patient reports the pod infusion site (arm) looked like a cyst. While the patient was at a scheduled doctors appointment they were prescribed cephalexin (500 mg) to be taken 2 times daily.